Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as burns under back therapy pads. The patient described the irritation as painful. The patient did not report any open skin or bleeding. There was no alleged device malfunction contributing to the irritation. The patient saw her dermatologist who prescribed a cream. The patient could not recall the name of the cream. Follow up indicated the irritation improved.